Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the saw attachment device top portion was broken. During service and repair, it was determined that the device knob had come off, the needle bearings and gear exit shaft had corrosion and the setscrew was broke. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.